Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the problem was found at the end of the procedure during reprocessing. The scope washer displayed an error 101 which corresponded to an air channel blockage. No issues were found prior to the procedure.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the air/water and suction cylinders were discolored, the switch, plug unit, and scope cover case had corrosion due to water leakage, the air supply volume did not meet the standard value due to clogging of the air/water tube, the water supply volume did not meet the standard value due to clogging of the nozzle, the scope cover was deformed, the bending section cover adhesive was detached and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air channel of the evis exera iii gastrointestinal videoscope was obstructed and an e101 error message was displayed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material resembling cotton thread. The report is being submitted due to foreign material in the scope found during evaluation.